Event description:
I would like to make a complaint about the laser used in laser eye surgery. I had laser eye surgery in 2003. I had 20/20 vision but was left with bad night vision, starbursts, halos around lights and dry eyes. In 2016 I needed glasses again and then over the next 4 years my vision got much worse to the point I was unable to see properly with my glasses even. I was admitted to hospital and diagnosed with post lasik ectasia in both eyes. I had to get two very painful operations called corneal cross linking on both eyes to hopefully stop the progression of the disease. This was all very distressing and very painful. There is no guarantee that it will stop the progression and I may still need corneal transplants to save my sight. At no point was this discussed as a side effect of lasik. And I never thought for a minute that it would happen 17 years after my surgery. So many people have had this done and I think it's a ticking time bomb in people's eyes waiting to happen. The industry have to make people aware that this is a side effect and that it can happen very soon after it years after. I have also been told that I will have problems if I get a cataract. I am an artist and this has really affected my eyes. More should be done to regulate this industry and to look into the real number of people whose eyes are being adversely affected by it. FDA safety report ID # (B)(4).